Event description:
It was reported that a yume set for uv flash was unable to connect to a patient¿s transfer set. The issue was noticed upon initially attempting to connect the yume set to the transfer set. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The yume set was returned and analyzed. No abnormalities were identified during visual inspection. The set was able to connect to a transfer set successfully. A dimensional analysis was done on the sleeved port of the set, and the results were within specification limitations. The problem was not confirmed during the sample analysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The yume set has been reported to be available for evaluation but has not yet been received. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.